Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while device was being set up, it was observed that the touchscreen lcd display is not working. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the touchscreen does not calibrate, parameters and display are visible, the rse advised the customer to replace the touchscreen to correct the issue. The rse emailed the current version of the service manual and part number of the touchscreen to the customer.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information is received the complaint file will be reopened. Product UDI is corrected.